Event description:
A malfunction was reported with the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller understood and acknowledged.